Manufacturer narrative:
Due to character limit in the e1 section, the full event site nae is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support witha catheter restriction alarm. User troubleshooted but withut success and also marker was not visible in the chest x-ray taken. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User stated that after some time, surgeon was able to reposition the catheter effectively and the pump is now working well.no harm or injury reported.